Event description:
The patient reported having had seizure-like episodes in (B)(6) 2015. The symptoms were in the trigeminal area. Indication for use included head/neck non-malignant, and spinal pain.

Event description:
Additional information received from the health care provider reported that the cause of the seizure-like episodes and it&#38112;relatedness to the device or therapy is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.